Event description:
It was reported that the patient was experiencing an overstimulation sensation near her vagina, but at time of reporting she did not feel any stimulation. This started after "the girl put it on for me at the doctor's office.". The patient was currently in a hospice home. The patient was educated on how to use programmer correctly and the patient was able to decrease the amplitude from 4.3 down to 4.1, but then the screen flipped to the icon screen. This was the 2nd time during the call the patient experienced this. It was reviewed that this can be a sign that the programmer batteries are low. The patient planned to find new aaa batteries and try to modify stim if it became uncomfortable again. If the patient continued to have difficulty she planned to contact her doctor's office for assistance. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va031gh, implanted: 2012-(B)(6), product type lead, product ID neu_un known_prog, product type programmer, physician, product ID neu_unknown_prog, product type programmer, physician. (B)(4).